Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that blood glucose which was reported are not event blood glucose . Blood glucose level given are the range that customer can go to from a medical records perspective.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 450 mg/dl. Customer stated that customer feels low blood glucose but not high blood glucose. Customer mentioned that blood glucose elevated over 200 mg/dl and customer also had blood glucose of 70 mg/dl. Customer also stated that they noticed strong smell of insulin when opens reservoir compartment. Customer was hospitalized due toe condition which leads to diabetes in 2017, customer also had retinopathy and neuropathy. Insulin pump will be returned for analysis.